Event description:
Customer reports discrepant results with meter compared to lab: date: (B)(6) 2010, patient: #1, inratio: 1.2. Date: (B)(6) 2010, patient: #2, inratio: 1.3, lab: 2.6. Lab draw for patient #2 was done two hours later. Patient's target therapeutic ranges both = 2.0-3.0.

Manufacturer narrative:
Investigation pending.